Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument was found with a melted plastic component near distal tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was noted prior to reprocessing. Arcing was not noticed in the procedure on (B)(6) 2025. The monopolar curved scissors in conjunction with fenestrated bipolar forceps to cauterize tissue. There was no injury to the patient. The instrument did not collide with other instruments during the procedure. The instrument was not inspected after procedure by or staff.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed, and it was found that the primary failure of could not reproduce to be related to the customer reported complaint. Visual inspection-external, visual inspection-internal, manual articulation of inputs, recognition, engagement, energy delivery, electrical continuity, and intuitive motion tests/ inspections were performed, and the complaint could not be reproduced. Instrument passed electrical continuity. Failure analysis could not verify the customer reported event. The instrument was teste on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.